Event description:
It was reported that this insertable cardiac monitor (icm) was explanted a week after the implant due to chest allergies and palpitations. The patient mentioned the experience with icm was no good. Furthermore, the patient was concerned she was part of a research project with the loop recorder implanted. She felt she was not told the truth from a representative that she was not going to be part of any research. The icm has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of h6, impact codes.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted a week after the implant due to chest allergies and palpitations. The patient mentioned the experience with icm was no good. Furthermore, the patient was concerned she was part of a research project with the loop recorder implanted. She felt she was not told the truth from a representative that she was not going to be part of any research. The icm has not been returned for analysis. No additional adverse patient effects were reported.